Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-07895. It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead was not capturing. The pacemaker was not recognizing the loss of capture. The patient presented in the ER with bradycardia and feeling symptomatic. Programming changes were made to resolve the issue. The patient was stable after the programming changes.